Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer noted the distal end of the tip-up fenestrated bipolar grasper instrument was bent away from the shaft, which made it difficult to remove from the 8mm cannula. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained additional information. A piece of the instrument was noted to be broken off from the instrument. No fragment fell into the patient. An isi field service engineer (fse) spoke to the customer on the phone and confirmed that the instrument's tip was not straighten upon removal from the system. The procedure was completed with no injury to the patient. The following information was received via a medwatch form: at the end of the robotic thoracic for upper lobectomy, the surgeon was unable to pull the instrument out of fourth robotic arm. The instrument was stuck at a 90 degree angle inside the patient. A laparoscopic davis and geck was used by the surgeon to straighten the instrument somewhat. The instrument and the whole trocar were removed from the patient at the same time. The instrument was then removed from the arm. The instrument was an 8mm tip-up fenestrated grasper.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to have the main tube broken at the distal end. A piece measuring approximately 0.28 x 0.08 was not returned with the instrument. This failure is most commonly caused by mishandling/misuse.